Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: there were multiple unexpected pump reboot events observed on (B)(6) 2016 in the black box history. The battery cap was able to fit to maintain an electrical connection. The battery cap contacts measurements were within specifications. The pump powered on with no vibration. No power interruption was duplicated during the investigation. Moisture damage was found on the power printed circuit board, vibration contact points, and the continuous glucose monitor board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.